Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: low target-inr anticoagulation is safe in selected aortic valve patients with the medtronic open pivot mechanical prosthesis: long-term results of a propensity-matched comparison with standard anticoagulation citation: interactive cardiovascular and thoracic surgery (2017) 1¿7 (doi 10.1093/icvts/ivx028) authors: thierry bove, et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding target low international normalized ratio (inr) after the implant of this open pivot mechanical heart valve. All data were collected between january 1993 and december 2012. The study population included 909 patients (predominantly male), all of which were implanted with medtronic open pivot mechanical heart valve (serial numbers not provided). Among all patients adverse events included: thrombosis that was treated with thrombolytics, cerebrovascular accident, transient ischemic accident, peripheral arterial embolism and major bleeding treated with antiplatelet drugs. Other adverse events included; paravalvular leak that was treated by surgery or valve replacement. No additional adverse patient effects were reported.